Event description:
Pt mother reports bodyguard pump manufactured by b braun, (B)(4) is not holding a charge requesting a new pump. Pt received all of infusion without difficulty. Dose or amount: 24 mg. Frequency: every week. Route: IV. Dates of use: (B)(6) 2015 to ongoing. Diagnosis or reason for use: e76.1 mucopolysaccharidosis, ty.